Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that three infusion set was fell off during use and infusion set is used for about 1-2 day. The blood glucose level was 150 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13270 - device 2 of 3.